Event description:
Clinical study. It was reported that 5 days after a coronary artery drug eluting stenting procedure, the pt had a stent thrombosis (st). The left anterior descending artery (lad) had mild diffuse disease and was treated with balloon angioplasty in the index procedure. The 1st diagonal branch (dx) had 50% ostial diffuse lesion and was treated with kissing balloon angioplasty. The 2nd dx had 70% stenosed ostial lesion and was treated with balloon angioplasty followed by placement of a taxus express2 3.00x16mm drug eluting stent. There were no reported complications. The pt was discharged the next day on aspirin and plavix. Five days after the initial procedure, the pt had severe chest pain and was admitted with acute myocardial infarction. The pt did not take aspirin and plavix since the index procedure, which resulted in subacute st. The st was successfully angioplastied. The pt did well post angioplasty and was pain free.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.